Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system was returned for analysis. A visual examination of the crimped stent found that proximal stent row 10 was damaged with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and do not appear to have been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID#s 2134265-2017-12742, 2134265-2017-12746, 2134265-2018-00187, 2134265-2018-00188, and 2134265-2018-00189. Reportable based on device analysis completed on 10-jan-2018. The chronic totally occluded lesion was located in the mid right coronary artery (rca). After a 6f non-bsc guide catheter and 3 non-bsc guide wires crossed the lesion, three emerge balloon catheters (2.00x15mm, 3.00 x 15mm and 3.50 x 15mm) were used for pre-dilatation of the distal to proximal portion of the vessel. A 3.00 x 38mm non-bsc stent was deployed in the distal rca after some resistance was encountered. A 4.00 x 48mm synergy¿ drug-eluting stent was advanced to the mid to distal rca but there was resistance when crossing the bend and the device failed to cross the lesion. After multiple attempts, the physician decided to remove the device but the stent dislodged in the radial artery. The physician slowly massaged the arm and removed the stent using a pair of forceps. The physician switched to vascular access via the femoral artery and it was noted that the rca was totally occluded again. A non-bsc guide wire crossed the lesion and pre-dilatation was performed with the 3.50 x 15mm emerge balloon and a 4.50 x 10mm non-bsc balloon. A 4.00 x 38mm synergy¿ drug-eluting stent was advanced but delivery to the mid to distal section of the vessel failed. After multiple attempts, the whole system was disengaged from the vessel. The vessel was reengaged and it was noted that the rca was occluded again. A non-bsc guide wire crossed the lesion and pre-dilatation was performed using the 3.50 x 15mm emerge balloon and a 5.00 x 15mm non-bsc 5.00 x 15 balloon. A 4.00 x 28mm synergy¿ drug-eluting stent was advanced but still failed to cross the lesion. The whole system was disengaged from the vessel after multiple attempts. When the system was re-engaged, it was noted that the vessel has recoiled. The physician decided to only stent the short culprit lesion using a short stent. A 3.50 x 16 synergy¿ drug-eluting stent was advanced but it still could not be delivered and when the device was removed, it was noted that the strut has deformed. The procedure was completed with a 3.50 x 18 non-bsc stent which was aided by a guidezilla guide extension catheter. No further patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.